Manufacturer narrative:
Investigation into this complaint included a retain / file sample evaluation, customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain / file sample evaluation: alinity m resp-4-plex amp kit (list 09n79-096) lot 382958 retain sample was tested by the complaint support team. Lot 382958 met all validity and acceptance criteria with no error codes. All curves did not cross the threshold and were interpreted as negative. The validity rate for the specimen samples was calculated at 100% which meets the specimen validity criteria of 100% for the rsv, flu a, flu b, and sars-cov-2 targetsoutlined in the alinity m resp-4-plex amp kit package insert (53-608211/r6) for list 09n79-096. The upper bound of the calculated 95% ci was greater than the lower bound of the 95% ci established during validation for the rsv, flu a, flu b, and sars-cov-2 targets. As a result, a product deficiency was not identified by this evaluation. Customer data review customer result log files were reviewed. The run which involved the discrepant result was valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-096) lot 382958 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m sars-cov-2 amp kit (list 09n78-096) lot 382958 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-096) lot 382958 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-096) lot 382958. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-096) lot 382958 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a false positive results for the sars-cov-2 target on the alinity m resp-4-plex assay. Sids (sample ids) (B)(6) were run on (B)(6) 2022 and gave a positive result for the sars-cov-2 target. The customer reported that they had a noticed an increase in sars-cov-2 results (CT values 37-38) since a new lot was used. The customer investigated using new media from a nursing home site and ran blank water specimens. The media returned positive results that did not repeat positive when run on another platform (cepheid). The patient samples provided by the customer were run between (B)(6). The false positive results were reported outside of the laboratory and questioned by clinicians. Patients were impacted as they had to quarantine for 7-10 days and/or any surgeries had to be rescheduled. One patient with a positive result was impacted as a surgery was cancelled. The customer was unable to provide information on the cancellation of the surgery. This report is being submitted with the following mdrs: 3005248192-2023-00009, and 3005248192-2023-00011.